Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod for an unknown amount of time. The patient reported being unsure if the cannula was properly seated in the infusion site (unknown). It was also stated that the patient could smell and fell insulin. As treatment, the pod was removed and the continued treatment on a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.